Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on the fluoro functions board was adjusted and the high voltage and interconnect cables were replaced. The system was tested and found to be working as intended and put back into service.